Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in-clinic, an aborted therapy was observed during a vf episode. The device was explanted and replaced. The patient tolerated the procedure well with no complications.

Manufacturer narrative:
The reported field event of loss of hv output was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.